Manufacturer narrative:
Blocks b5, h6 (device code) and h11 have been updated with the additional information received on july 02, 2024. Block h6: imdrf device code a0414 captures the reportable investigation findings of stent barb torn. Block h11: a flexima biliary stent was received for analysis. Visual inspection found the guide catheter kinked and the stent barb torn. No other damages were noted to the device. The reported event of stent failure to deploy was confirmed. The device was returned with the stent still being attached to the suture. The investigation concluded that the additional damages noted of guide catheter kinked and stent barb torn could have happened due to the physician's technique when taking out the device from the pouch or the way the device was handled when it was returned for analysis. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, it was noted that the stent was disconnected before use. The procedure was completed with another flexima biliary stent. There were no patient complications reported due to this event. Note: this complaint has been deemed MDR reportable based on the investigation result which revealed that the stent barb was torn. Additional information received on july 02, 2024. It was reported that the flexima biliary stent was hard to deploy.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation findings of stent barb torn. Block h11: a flexima biliary stent was received for analysis. Visual inspection found the guide catheter kinked and the stent barb torn. No other damages were noted to the device. The reported event of stent premature deployment was not confirmed. The device was returned with the stent still being attached to the suture. The investigation concluded that the additional damages noted of guide catheter kinked and stent barb torn could have happened due to the physician's technique when taking out the device from the pouch or the way the device was handled when it was returned for analysis. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, it was noted that the stent was disconnected before use. The procedure was completed with another flexima biliary stent, there were no patient complications reported due to this event. Note: this complaint has been deemed MDR reportable based on the investigation result which revealed that the stent barb was torn. Please see block h11 for the full investigation details.